Manufacturer narrative:
Per the tandem user guide, "check your pump¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly entered in the pump's total daily insulin setting. Customer's blood glucose level was 185 mg/dl. Reportedly, the customer corrected the setting and resumed insulin therapy.